Manufacturer narrative:
(B)(4: during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of myocardial infarction is listed in the instructions for use xience alpine everolimus eluting coronary stent systems as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the index procedure took place on (B)(6) 2018 during which a 3.0 x 15 mm xience alpine stent was implanted for treatment of an unspecified vessel. The patient was readmitted to the hospital on (B)(6) 2018 for non-segment elevated myocardial infarction. Medical intervention was performed and final patient outcome is reportedly unknown. No additional information was provided.